Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection was performed and a hole on the sheeting was found. The reported complaint was confirmed with defect found. The leak is from the pin hole on the sheeting. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported that a solution bag swelled, due to a cassette leak. This occurred during peritoneal dialysis therapy. There was patient involvement, however there was no report of patient injury nor medical intervention with this condition.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation or if any additional relevant information becomes available, a follow-up report will be filed.